Event description:
Customer said that one day last week he had a reading of 499 mg/dl and then tested again in less than 10 minutes later and it read 229 mg/dl. No adverse event reported. Meter and strips replaced and requested for return.